Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose of 33 mg/dl at the time of the incident. The customer's sensor glucose was reading 88 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer only left a voice mail. Customer started the 630g pump on their own. It is unknown if the insulin pump will be returned for analysis.